Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 533 mg/dl. Customer reported that they think insulin pump was not delivering the amount of insulin. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The insulin pump will not be returned for analysis.